Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure, while inserting in the iol in the eye, the trailing haptic was caught and did not deliver into the eye when depressed. The trailing haptic broke off at the haptic-optic junction while retracting the plunger. The incision was enlarged and the iol was exchanged with a back up iol. There was no patient harm reported.